Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8709, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2017, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 500 mcg/ml clonidine at 24.04 mcg/day, 125 mcg/ml baclofen at 6.01 mcg/day, and 5 mg/ml dilaudid at 0.2404 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported that approximately 1 week ago, the doctor was asked to do a catheter access port (cap) study on the pump and catheter. The catheter was then found to be occluded at the lumbar pin connector site. The doctor then performed a catheter revision on (B)(6) 2017. The revision was done at the 8598a and they did not know the total implanted length. That section of catheter was not aspirated of drug and the doctor would perform a full priming bolus. The doctor was aware the patient may get a bolus of medication equivalent to 0.08382 ml. The patient's dosing was being dropped from 1.74 mg/day to 0.2404 mg/day. No further history as to why the patient was seeing the surgeon was known. No further issues were reported or anticipated. Additional information was received from a healthcare professional (hcp). The issue was a catheter leak presumed at a connector site. The catheter was implanted at a different institution and had three splices. The hcp was unable to find the leak site because the catheter was "buried" in scar tissue at the base of the pump pocket. A new catheter was implanted with resolution of the problem. The hcp was noted to be unable to remove the old catheter as it was too buried in scar tissue.